Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light bundle breaking and yellowing; the ccd (charged coupled device) glass (objective cover glass) had a slight crack and was scarred; the universal cord sheath was broken; and the light guide [fiber] bundle of distal end was badly dented. A cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid videoscope displayed a dark image. This event occurred during a therapeutic luminal cholecystectomy or other intracavitary operation procedure. The procedure was completed with the same set of equipment. No devices were replaced during the procedure. There are no reports of patient harm.